Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 55 mg/dl at the time of incidence. Customer was treated with glucose for low blood glucose level. Customer¿s current blood glucose level was 206 mg/dl. Customer firstly received failed battery alarmed and was resolved during troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had unresponsive blank screen due to moisture damage on the electronic assembly. Device received with corroded battery tube and battery tube spring. The harness assembly vibrator had moisture damage. The motor had moisture damage. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and displacement accuracy test due to unresponsive blank display.